Event description:
During an ilc procedure, the doctor received an e0008 error on the first stick. The doctor tried to use another fiber and received another e0008 error. The doctor decided to use a bovi and perform a turp to complete the case with no patient consequence.